Event description:
During a scoliosis procedure, the holding sleeve for snap-on transconnectors slipped entirely off of the screwdriver shaft and reportedly was heading towards the patients wound which was a large incision. The surgeon caught the sleeve just prior to touching the wound.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
A product development evaluation was conducted. The holding sleeve was received with some scratches on the surface. The internal spring is missing. The spring is the mechanical means by which the holding sleeve stays on the driver. Without this spring, the holding sleeve will not stay on the driver shaft as described in the complaint. As it is not clear when or how this spring fell out, it is not possible to determine a conclusion, from a design perspective.

Manufacturer narrative:
Manufacturing engineer evaluated the device and indicated magnum manufactured the holding sleeve assembly. Due to an unknown cause, the holding sleeve will not stay on the screw driver. No unusual wear or cosmetic damage was noted on the part. Component 03.632.050.2 bal seal spring is missing from holding sleeve. Investigation is on-going.